Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedances on the right ventricular (rv) lead. The impedances started at approximately 60 ohms, but became out of range and were over 125 ohms. The patient is being monitored. The rv lead and ICD remain in service. No adverse patient effects were reported.